Event description:
It was reported that a patient underwent a cardiac procedure with a thermocool smarttouch sf (stsf) for which biosense webster¿s product analysis lab (pal) identified a cut on pebax. Initially, it was reported that when the catheter was ¿stable in the left atrium with no movement from the physician, the catheter moved and came back to its initial position.¿ there was no error message and there was no physical damage observed. They changed the cable, and the issue was not resolved. When the catheter was replaced, the issue was resolved, and the procedure was completed successfully. There was no patient consequence. The visualization issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on (B)(6) 2024, a cut on pebax with reddish-brown material inside was observed. This was assessed as MDR reportable with an awareness date of (B)(6) 2024.

Manufacturer narrative:
The device was returned to johnson and johnson medtech for evaluation. Visual inspection and magnetic functionality test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis of the returned sample revealed a cut on pebax with reddish-brown material inside and internal parts exposed. The magnetic feature was tested, and no error was observed. A manufacturing record evaluation was performed for the finished device 31319939l number, and no internal action was found during the review. The reddish material inside the pebax could be related to the visualization issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use contain (IFU) the following recommendations in the carto system manual: improperly positioned patches may increase the chances of a virtual magnetic reference move which is unrelated to patient movement. This could also result in inaccurate catheter visualization. As part of johnson and johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).